Event description:
This pump is malfunctioning per patient; the battery compartment does not work as patient has tried putting in a new battery but the cap won't keep the battery in snugly enough, causing pump to go on and off intermittently. Pump was not in use at the time the pump malfunctioned - patient was testing pump out. So no side effects were possible. A new pump will be sent for delivery 10/27/2016 to replace the malfunctioning one. The malfunctioning pump will be returned to the pharmacy. Reported to cvs/caremark by patient/caregiver. Dose or amount: 22 ng/kg/min. Frequency: every 72 hours. Route: subcutaneous. Dates of use: from (B)(6) 2016 to ongoing.